Manufacturer narrative:
(B)(4). Type of report changed from serious injury to death. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Stroke (cerebrovascular accident), thrombosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medical device report, the following information was received: the patient remained in the hospital after the stent procedure and experienced a cerebral infarction sometime during that hospitalization. On (B)(6) 2017, the patient expired due to the cerebral infarction. The physician commented that the cause of stent thrombosis was that the aspirin did not work well because the patient did not grind up the tablet prior to ingestion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that angiography and thrombus aspiration was performed on the patient with an acute myocardial infarction. The 3.5x18 mm xience xpedition stent was deployed at 8 atmospheres in the moderately tortuous mid right coronary artery. Post-dilatation was performed. Blood flow was good and the procedure was completed. At the intensive care unit, st segment elevation was noted, thus cardiac compressions were performed. The patient was taken back to the catheterization lab where the stent was confirmed to be fully apposed to the vessel with intravascular ultrasound. Coronary angiogram found thrombus in the xience xpedition stent. Thrombus aspiration and prolonged balloon dilatation were performed. The patient condition was stabilized and the patient was transferred to the intensive care unit. No additional information was provided.